Event description:
The pt reported charging issues between the implant and external equipment. An advanced bionics representative performed device evaluation. The problem was not confirmed. The pt was implanted with a new advanced bionics spinal cord stimulator.